Event description:
It was reported that customer experienced cgm error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, and completed reset with support, after which pump no longer displayed error and customer successfully started sensor session, while choosing not to resume insulin with technical support on the phone.